Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the reported "fails accuracy" problem was not duplicated. Test results of +1.82%, +0.80%, and -0.16% were all within the internal spec. Of +/-3.0%. The customer reported condition was not confirmed. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed flow accuracy testing. There was no patient present at the time of the event. There were no reported adverse events.